Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the atrial lead was observed to have an insulation issue. The lead was repaired. After being connected to the new device, the lead resumed normal function. The patient¿s condition was stable.